Manufacturer narrative:
Evaluation codes for section h6: 86-100 device was not returned. Therefore no evaluation could be made. 68 - fractures of the ulna may be attributed to excessive loads in daily activities. Surgical technique states "the patient is advised not to lift more than one pound over the next three months, and not more than five pounds with the operated arm". This report is being amended to correct section h4 from 10/89 too 9/89. Is the event frequency addressed in product labeling? No. If "n", is event occurring more frequently than usual for product? Unk. Is the event severity addressed in product labeling? No. If "n", is event of greater severity than usual for product? Unk. Data to determine labeled or usual rates of occurrence or severity is either unk or is not available. No additional info will be submitted without written request.

Event description:
X-rays revealed the ulnar portion of the elbow fractured requiring revision surgery.